Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Unit received with cracked case and cracked battery tube threads. Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements or verify e/a alarm due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went into hot tub with insulin pump and insulin pump alarmed and was not turning on. The customer¿s blood glucose level was 125 mg/dl at the time of incident. Customer stated that the insulin pump had crack on back. Customer stated that the display was blank. Customer stated that the reservoir lip ring was not damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.